Event description:
It was reported by customer that the Esophageal Tamponade Tube was unable to remove the plastic plugs so the tube could be fully assembled and immediately available for use during a life-threatening variceal hemorrhage, doing so under clean process in central processing to be wrapped and sterilized post assembly. Because this device was extremely time-intensive to assemble in an emergency, they made the decision to have it preassembled under central processing by a physician so it could be deployed without delay. Despite following the manufacturer's recall instructions, our physician spent approximately one hour trying to remove the plastic plugs without success. Frankly, they discovered this defect only by chance during our preparedness process. Had this first been encountered during an actual emergency, the device would have been unusable while a patient was actively bleeding. That represents a significant patient safety concern. 2 serious injuries and 1 death have already been associated with this issue.As per customer follow up information received via email on July 24, 2026, the physical samples are available and photos are attached. They have 1 tube on their office and the other in the cabinet against the back wall near their office, across from the Pillar whiteboard. (b)(6) can help you grab them. Patient identifiers are not applicable as the device was not used on a patient, and no patient was involved in this event. No, the issue was identified during emergency-preparedness activities before the device was needed for patient care. No, medical intervention required. Yes, the provider attempted to remove the plastic plugs for approximately one hour. Troubleshooting included following the correction instructions and using pliers as directed. The plugs remained firmly lodged and could not be removed. Continued attempts raised concern that the tube or lumen could be damaged. Although no patient was affected in this instance, the device would not have been usable had it been needed during an active life-threatening hemorrhage. Our primary concern was whether replacement inventory was subject to the same defect. At this time, they would not feel comfortable purchasing another device at full price without assurance that the replacement would be functional and that the underlying issue has been corrected.As per customer follow up information received via email on 25-July-2026, LOT: MCJT1312.

Manufacturer narrative:
ANNEX E CODES E1033 AND E2401 WERE SELECTED AS NO SPECIFIC PATIENT HEALTH PROBLEMS WERE REPORTED. CONSIDERING THE MINNESOTA TUBE'S INTENDED USE FOR TEMPORARY CONTROL OF BLEEDING ESOPHAGEAL AND GASTRIC VARICES, THESE CODES WERE ASSESSED AS THE MOST APPROPRIATE BASED ON THE INFORMATION AVAILABLE AT THE TIME OF EVALUATION. THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. UDI FORMAT UPDATED WITH AVAILABLE PRODUCT INFORMATION PER GUDID. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED BY CUSTOMER THAT THE ESOPHAGEAL TAMPONADE TUBE WAS UNABLE TO REMOVE THE PLASTIC PLUGS SO THE TUBE COULD BE FULLY ASSEMBLED AND IMMEDIATELY AVAILABLE FOR USE DURING A LIFE-THREATENING VARICEAL HEMORRHAGE, DOING SO UNDER CLEAN PROCESS IN CENTRAL PROCESSING TO BE WRAPPED AND STERILIZED POST ASSEMBLY. BECAUSE THIS DEVICE WAS EXTREMELY TIME-INTENSIVE TO ASSEMBLE IN AN EMERGENCY, THEY MADE THE DECISION TO HAVE IT PREASSEMBLED UNDER CENTRAL PROCESSING BY A PHYSICIAN SO IT COULD BE DEPLOYED WITHOUT DELAY. DESPITE FOLLOWING THE MANUFACTURER'S RECALL INSTRUCTIONS, OUR PHYSICIAN SPENT APPROXIMATELY ONE HOUR TRYING TO REMOVE THE PLASTIC PLUGS WITHOUT SUCCESS. FRANKLY, THEY DISCOVERED THIS DEFECT ONLY BY CHANCE DURING OUR PREPAREDNESS PROCESS. HAD THIS FIRST BEEN ENCOUNTERED DURING AN ACTUAL EMERGENCY, THE DEVICE WOULD HAVE BEEN UNUSABLE WHILE A PATIENT WAS ACTIVELY BLEEDING. THAT REPRESENTS A SIGNIFICANT PATIENT SAFETY CONCERN. 2 SERIOUS INJURIES AND 1 DEATH HAVE ALREADY BEEN ASSOCIATED WITH THIS ISSUE.

Manufacturer narrative:
The reported event is confirmed. Photo evaluation: One (1) photo was received for evaluation. The reported event stated that an attempt was made to remove the plastic caps from the lumen. Visual review of the photo indicated that the lumen cap fractured during removal, with fragments of the cap remaining within the lumen.The root cause was identified as:1. Method: The Instructions for Use (IFU) for the Minnesota, Blakemore, and Linton Tubes did not provide adequate guidance for plug removal. This lack of clear instructions likely contributed to the difficulty users experienced when removing plugs from the Long Form catheters. As a result, users resorted to improper techniques, leading to complications and delays during the removal process.2. Risk Management File: The lack of sufficient instructions for plug removal can be traced back to a gap in the risk management process. Specifically, plug removal was not identified as a critical risk in the applicable risk management files. As a result, the severity of issues reported in complaints was not adequately addressed, contributing to the instructional insufficiency.3. As use of esophageal and gastric tamponade tubes has declined, procedural knowledge associated device use and nuances like techniques to remove the nylon plugs has been progressively lost. This decline is attributed to a combination of reduced device utilization and reduced clinical experience in some healthcare communities where nursing and physician shortages are being experienced. Importantly, this knowledge gap is not reflective of any changes in the product¿s performance, but rather a consequence of its diminished application in current clinical practice. Corrective actions have already been initiated to resolve these concerns.Product labeling was reviewed for this investigation. See CAPA 11273661 for labeling evaluation.Refer to CAPA 11273661 and (b)(4) for investigation details.Annex E codes E1033 and E2401 were selected as no specific patient health problems were reported. Considering the Minnesota Tube's intended use for temporary control of bleeding esophageal and gastric varices, these codes were assessed as the most appropriate based on the information available at the time of evaluation.Corrections: B, D, H.UDI format updated with available product information per GUDID. H11: Section A through F: The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.